Event description:
This is a spontaneous report received by baxter (B)(4) from a hospital employee in the (B)(6) of peritonitis in an (B)(6) male patient coincident with baxter (pd) solutions. On (B)(6) 2012 the hospital pharmacist reported: in (B)(6) 2008, patient began continuous ambulatory peritoneal dialysis (capd). In (B)(6) 2008, patient was changed to ambulatory peritoneal dialysis (apd). On (B)(6) 2008, the patient began treatment with extraneal (B)(4) (2000 ml), physioneal 40 (B)(4) (2500 ml) and physioneal 40 (B)(4) (2500 ml). On (B)(6) 2011, patient experienced abdominal complaints during last fill and at the extraneal fill resulting in a diagnosis of peritonitis. The root cause of peritonitis was unknown. The patient was feverish for an unknown length of time prior to the diagnosis. The patient was not hospitalized. Remedial therapy was begun on (B)(6) 2011 and included kefzol (cefazoline) 500 mg as loading dose, kefzol (cefazoline) 125 mg in intraperitoneal (ip) daily. On (B)(6) 2011, floxapen (flucloxacilline) 1 g as a loading dose, then 500 mg four times daily till (B)(6) 2011. Pd was not discontinued due to the peritonitis. The patient outcome was considered recovered on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is a product not distributed in the us and does not have a 510k number. This is 1 of 2 reports associated with this incident.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The peritonitis was not confirmed. The root cause for this condition is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.